Manufacturer narrative:
04/9/2019 - we have requested the product be returned to the manufacturer. To date, we have not received the device.

Event description:
On (B)(6) 2019 - the consumer claims that she was sitting in the chair with the product on her back. The product got very hot and burned her back. The consumer's claim occur on (B)(6) 2016. The consumer was unsure who to call and waited until (B)(6) 2019 to report her claim.